Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer believes that their insulin pump is not recording the delivered boluses. Customer's blood glucose level at the time was 400 mg/dl. Troubleshooting occurred. Advised to monitor the insulin pump.